Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leads "moved." The patient was reportedly told to "cease using the stimulator." It was stated that the patient's baseline pain had increased. It was noted that the patient said "there was a lot of the old pain and the new pain couldn't be understood." It was stated that the patient had a lot of discomfort while trying to use the stimulator. It was noted that the patient started having these issues "4 to 6 weeks" prior to this report and that he was not getting the "same amount of relief as before and it gradually got worse." The patient reportedly turned the stimulator off. It was noted that there were no known accidents or falls. The patient reportedly had "unbearable" pain and was not taking anything other than over the counter medication. It was noted that the patient was scheduled to see a neurosurgeon on (B)(6) 2013. The patient was reportedly considering going to the emergency room or urgent care. The caller was redirected to the patient's health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported that the lead component of the patient¿s implantable neurostimulator (ins) had moved and their healthcare professional (hcp) had revised the lead 3 months ago. It was noted that the patient¿s reflex sympathy dystrophy and pain had jumped from the right to their left, and that they were using pain medication instead which explained the periodic use of their ins device.